Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump powered on with an error code 41786 (red screen). The cause of the customer reported problem that was a defective main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device displayed red screen system fault (41786). There was unknown patient involvement and unknown harm/adverse event was reported.